Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that all legs are bent.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the left rear leg was bent due to freight damage, which confirmed the original complaint issue.

Event description:
Dealer is stating that all legs are bent.